Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility. Mom complications (left).